Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had black coating on the cable stripped. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument cable at the tip looked like the black was stripped off. The issue was identified after the instrument had gone through central processing and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm fenestrated bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. Isi received an image of an alleged fenestrated bipolar forceps instrument. A review of the image was conducted by an isi advance failure engineer (afa). The following additional information was provided: it can be seen the conductor wire insulation of the fenestrated bipolar forceps instrument is damaged near the base of the grip. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/n11210607-0115) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system sk1026. The instrument had 8 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument reportedly had black coating on the conductor wire cable stripped off/damaged, with no evidence or claim of user mishandling/misuse. At this time the root cause of the reported damage is unknown as the instrument has not been returned for evaluation. Damaged insulation could result in stray energy being delivered to an unintended location. Although there was no report of patient injury, the issue could potentially cause or contribute to an adverse event if it were to recur.